Event description:
It was reported that the user experienced repeated pairing failed alerts while attempting to connect a dexcom g7 sensor to the ilet, with intermittent communication failure noted and involvement of the electrical/magnetic subsystem and antenna component; troubleshooting included restarts, toggling g6/g7, reentry of the correct pairing code, bluetooth confirmation, sensor assessment, and ultimately sensor replacement and transfer to the cgm partner for replacement processing. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact; a fingerstick blood glucose was 131 mg/dl. Investigation included communication with the user, analysis of user-provided information, and assessment for interoperability issues. Investigation of this case revealed an interoperability problem with intermittent communication failure involving the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.